Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate and should be voided. The events in this report have already been relayed on the following MFR numbers: 0001825034-2015-00129, 0001825034-2014-08686, 0001825034-2014-06428, 0001825034-2017-04436, 0001825034-2017-05935, 0001825034-2017-06614.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that an unknown number of affixus nails have fractured. Attempts have been made and additional information on the reported event is unavailable at this time.